Event description:
The reporter stated that during a spinal surgery procedure, during locking of the cross connectors, when closing the length side of the construct, the cross connector broke when the surgeon was trying to reach the shoulder stopper. The surgery was completed successfully using a spare device that was available. The device was being used in accordance with its intended use.

Manufacturer narrative:
To date. The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.